Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
A prescription form was received for a revision surgery due to a periprosthetic fracture.